Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the nozzle of the device was found clogged with an unknown foreign material which could not be taken out, the air/water was not smooth, insufficient angulation was noted, and switch 1 was leaking. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during reprocessing for a diagnostic enteroscope procedure, the evis lucera colonovideoscope had air/water pressure problem. The customer provided additional information indicated that the scope was not used in the intended procedure after it was found clogged. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.